Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the ventilator has been received and is under investigation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated ¿sparks¿ with a loud "snap/crackling¿ sound then the ventilator¿s monitor went dark, user noted there was an abnormal smell and the ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator. There was no user or patient injury.

Manufacturer narrative:
Section h6 evaluation codes were updated due to analysis of device and parts returned. Method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 and c02 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g0201201 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated ¿sparks¿ with a loud "snap/crackling¿ sound, then the ventilator¿s monitor went dark, the user noted there was an abnormal smell and the ventilator shutdown. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). Service personnel (sp) inspected the unit and confirmed the reported issues of ventilator monitor being dark, and an abnormal smell. But was unable to duplicate the reported issues of sparks, loud ¿snap/crackling sound, and shutdown. Sp replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba) and direct current (dc)-dc converter pcba. The ventilator passed all calibrations and tests as per manufacturer specifications at the time of service. One bd power distribution pcba was returned to medtronic for analysis. A visual inspection of the returned part was conducted and no anomalies were found. The returned bd power distribution pcba was attached to the failure investigation test ventilator for analysis. The test ventilator failed extended self test (est) with primary battery current over range. Upon further analysis, component d23 was found to be dislodged from the board, and the associated pads were missing. One dc-dc converter pcba was returned to medtronic for analysis. A visual inspection of the returned part was conducted and found that capacitor c34 was thermally damaged. If a failure of the capacitor c34 on the dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the ¿sparks¿ with a loud "snap/crackling¿, monitor going dark, abnormal smell, and ventilator shutdown was isolated to the thermally damaged capacitor c34 on the dc-dc converter pcba. The dc-dc converter pcba is in the scope of a existing internal investigation. The cause of the bd power distribution pcba failure was isolated to component d23 becoming dislodged potentially due to handling. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.